Event description:
The reporter indicated that the surgeon implanted 12.6mm vticmo12.6; -8.0/3.0/89 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The patient experienced excessive vaulting and significant reduction of irido-corneal angles. It was also indicated the patient's angle narrowed significantly; and anterior chamber was 1570um shallow. On (B)(6) 2021 the lens was explanted and the patient decided not to implant another lens do to personal reasons.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim#: (B)(4).

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).